Manufacturer narrative:
Investigation findings · retained sample tests (B)(4) units) showed no abnormalities[?] All catheters were removable within 30 seconds of bursting the water sachet, and tip bending remained within standard range. · production review of coating process and tip forming found no issues: · personnel were properly trained and qualified. · machines (ytc005/007/008/011 for coating, ybk024/027 for tip forming) were fully functional during the production period. · coating materials and application procedures met quality standards. · process inspections every 2 hours showed no defects. · factory outgoing inspection confirmed compliance with product specifications. Final conclusion · no abnormalities detected in production or inspection processes. · possible causes: o sticky packaging may have resulted from storage or transportation conditions (e.g., high humidity or temperature). O tip bending could be within acceptable variation, but some units may have reached the upper limit. O due to lack of physical samples, images, and detailed usage information, the root cause of user bleeding remains unclear. No corrective action planned, as the manufacturing process was found to be within standard requirements. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports "in his most recent new box the first one he went to use was stuck but able to remove from the packaging pulling hard and said when he used it to cath with, the eyelets felt rough thinking that whatever substance was sticking the catheter to the packaging caused "some stuff sticking out" from the eyelets area and cause him bleeding with use. Bleeding lasted for a few hours (2 -4 hrs), dripping before dissipating on it's own without intervention."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.